Manufacturer narrative:
Based on the limited information provided, no conclusion can be made. The cause of the alleged postoperative infections is unknown at this time. Multiple attempts have been made to contact the reporter to request additional information. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Note, the date of implanted is estimated as only the year of implant was provided. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It was alleged that in 2012 the patient was implanted with a bard pre-shaped mesh. As alleged the patient has been treated for multiple infections since implant. The patient's doctor is culturing and prescribing antibiotics for the infections.